Event description:
It was reported that the right ventricular (rv) lead helix would not deploy during implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix was bent. It was also noted that there was distal portion of the electrode was covered in blood, and the lead was damaged at implant. 4196 implantable pacing lead 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4).